Event description:
The cardiologist attempted closure of the arteriotomy site with a techstar xl 6 fr pvs device. He believed the barrel to be locked in the correct position prior to deployment, but could not remember hearing the click that would confirm the barrel was locked. Deployment was difficult and the needles did not present. The cardiologist was unable to either backdown or further deploy. The pt was sent to surgery for device removal and repair of a tear at the bifurcation. It was noted that one needle was inside the barrel and the other deflected outside the barrel. Surgery was successful and the pt reportedly was doing very well.